Event description:
It was reported that the patient received inappropriate shocks, and the right ventricular (rv) lead exhibited noise, elevated short interval counts (sic), and undersensing. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. It was thoroughly analyzed and no anomalies can be attributed to the complaint at this time. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary:the full lead was returned. It was thoroughly analyzed and no anomalies can be attributed to the complaint at this time.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).